Event description:
Physician placed lp filter, via jugular approach, in the correct position below the renal veins. Two days later, the filter appeared distorted and was located at the level of the renal veins. The physician removed the filter using sheaths and snares. The filter was successfully removed and another filter was successfully placed.

Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported to us on this vena cava filters batch. Investigation: the explanted filter was not returned for eval. No x-ray pictures were forwarded for examination despite our requests. Conclusion: without device nor x-ray images, no thorough investigation can be performed. This is an isolated case. No corrective action is envisaged.